Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "visual and physical ex amination cannot be done since the sample received have 2 cut on the shaft. One is along the shaft towards the tip and another one found beneath the bandage. Since the cut are on the inflation lumen, further investigation cannot be done regarding non-deflation failure. Non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem". The complaint could not be confirmed. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that "the retention balloon on several balloons have not deflated. Clinician resorted to introducing mineral oil to enable removal when cutting the shaft also failed". Additional information received states that the nurse was able to withdraw 3ml from the bulb and the valve compressed like it was deflated. The physician made slits in the catheter but that did not resolve the problem. The nurse was then instructed by the urologist to fill the bulb with mineral oil, after approximately an hour, the catheter was successfully removed. Further information states "all devices were separate events. The patients were fine after removal as the majority of cases we were able to deflate the balloon with mineral oil or cutting off the valve or making slits in the catheter. The two patients that had the catheter removed with the balloon partially inflated did not experience any complications. No devices were reinserted. No patient required re-catheterization."

Event description:
It is reported that "the retention balloon on several balloons have not deflated. Clinician resorted to introducing mineral oil to enable removal when cutting the shaft also failed". Additional information received states that the nurse was able to withdraw 3ml from the bulb and the valve compressed like it was deflated. The physician made slits in the catheter but that did not resolve the problem. The nurse was then instructed by the urologist to fill the bulb with mineral oil, after approximately an hour, the catheter was successfully removed. Further information states "all devices were separate events. The patients were fine after removal as the majority of cases we were able to deflate the balloon with mineral oil or cutting off the valve or making slits in the catheter. The two patients that had the catheter removed with the balloon partially inflated did not experience any complications. No devices were reinserted. No patient required re-catheterization."

Manufacturer narrative:
Qn# (B)(4).